Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient noticed on (B)(6) 2017 that she has a bulge right below the anchor in her back by her spine and it is shooting electrical impulses in that area, and it is not supposed to be. This was noted as a sudden change in therapy/symptoms that had started on (B)(6) 2017. The patient reported that she was charging too frequently and the implantable neurostimulator was not holding a charge. The patient had charged the implantable neurostimulator on the morning of the report to half and at the time of the report, it was depleted. The patient programmer was showing the charge implantable neurostimulator battery now warning message. The patient was wondering if the bulge in her back has anything to do with the battery depleting quickly. The patient wanted to have her device checked by a manufacturer representative. The patient hadn¿t recently been reprogrammed or switched to a new group.